Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked between the patient adapter/connector and titanium adapter. This was found during patient use. When found, the set was replaced with a new transfer set to continue treatment and no further leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.